Event description:
Repair request was sent reported with an issue of "insufficient water supply". The issue found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found foreign object inside the nozzle. This report is being submitted for foreign object inside the nozzle found during device evaluation (insufficient cleaning, reprocessing issue).

Manufacturer narrative:
Initial reporter address- full name of the establishment is (B)(6). The subject device was received and evaluated. Device evaluation has confirmed the reported issue of "insufficient water supply". Device evaluation , service repair noted the amount of air supplied found insufficient due to clogging of the air/water nozzle , noted to be due to handling (insufficient cleaning). Due to handling (insufficient cleaning), the air and water nozzles found clogged and the draining function observed to be reduced. A foreign object inside the nozzle was observed. Furthermore, the following findings during device evaluation were noted: the bending angle found to be insufficient due to the elongation of the angle wire. The play of the angle knob noted to be out of the normal state due to the elongation of the angle wire. Scratches on the insertion tube due to external factors observed. Scratches are found on the objective lens due to external factors. The curved rubber adhesive part noted cloudy. The tip cover found crushed due to an external factor. The operation part cover surface has come off due to an external factor. The grip has been cut. The forceps plug cap has been scraped off due to external factors. Wrinkles are observed in the universal cord due to external factors. Scratches on the scope connector side of the universal cord due to external factors observed. Peeling of paint noted on the suction cylinder. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.